Manufacturer narrative:
Halyard health received one used enfit y-adapter attached to short length of tubing. No product packaging was received. The item does not contain a lot number identification. The tubing attached to the barbed connector measures 2.5cm. The severed end was examined under magnification. The edges are smooth, with no visible jagged tearing. There are possible kerf marks on the severed end. The root cause of the reported issue has not been conclusively determined since the subject sample was not provided for evaluation. The customer comments are related to the bumper comes off from the tubing and the sample received is an enfit connector. All information reasonably known as of 08-jan-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
All information reasonably known as of 11-dec-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The sample is available for this complaint but was not returned at the time this report was submitted. A review of the device history record is in-progress. All information reasonably known as of (B)(4) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that a tube broke off at the internal bolster site upon traction removal. The device was in use for 127 days at the time of the incident. A procedure was undertaken to replace the product. The internal bolster was retrieved via endoscopy, and was replaced with a low profile button. The was no patient injury no further information was received.